Event description:
It was reported that during an arthroscopic knee menisectomy using the ambient super turbovac 90 arthowand and a quantum ii controller, the first wand displayed an unk error message. A second super turbovac 90 arthowand was plugged in and again an unk error message was displayed. There was a significant delay in the procedure, reportedly 35-40 mins. The procedure was completed with an alternative device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but the initial reporter refused to release such info. Reference MFR's report # 2951580-2011-00203, 2951580-2011-00204.